Event description:
It was reported the patient had a painful pump site and requested the pump be removed. The device was explanted on 2013-(B)(6) and the patient recovered without sequelae the same date. The event was not related to the device or therapy but was related to the implant procedure. The system was being used to deliver morphine.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: 2007-(B)(6), product type catheter. Product ID 8596sc, serial# (B)(4), implanted: 2007-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
Correction: supplemental MDR submitted to correct pump serial number and patient information.